Event description:
It was reported that the patient underwent a surgical procedure to have a spectra penile prosthesis (spp) explanted and a new inflatable penile prosthesis (ipp) implanted for unspecified reasons. No patient complications were reported.